Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR#: 2134265-2010-01345. It was reported that during an unspecified procedure there were withdrawal difficulties. As the physician was removing the 1.50x15mm apex push balloon it stuck on the mailman wire, while inside the wiseguide guide catheter. The balloon and the wire were both successfully removed as one unit. The physician rewired with a non bsc wire and completed the procedure with a 2.0x20 apex balloon. The patient status is listed as ok with no complications reported.